Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ptm programmer: model 8835, serial# (B)(4); catheter: model 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk.

Event description:
It was reported that at the first refill following implant, the actual residual volume (20ml) was greater than the expected residual volume (2ml). It was further stated that the patient never had therapeutic effect. There were no pump alarms. A dye study/catheter revision was indicated to be done as of the date of this report. The event logs were stated to be normal. Four days later it was reported that the catheter looked fine. It was thought "it was the connection" and "they reconnected". The patient seemed to be doing better. It was later confirmed that they used the same connector; "it just looked like it was not on correctly". Drug delivered via the device was morphine.